Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor who reported that the patient's device was not "helping as well as pain." The caller indicated that the patient lost 100 pounds in the last year or year and a half and felt that the device had moved. The patient reported that this was irritating the left side of the butt when it was turned on. The caller indicated that this issue occurred a little over 3 weeks ago. The caller also reported that when the stimulator is on it "messes with fasicit muscle on the bottom." The patient reported that it makes the muscle hurt and when they wake up in the morning they have to press muscle down to work which irritates their muscles. The patient also reported having back pain when the stimulator is on. The patient was also experiencing increased urinary frequency up to 10 times. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va0x6qk serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had an appointment on the day prior to the report. There were no changes to the device that led to the issues. They had an x-ray of the device and found the ins was still in place. They felt the only possible answer was that one of the leads was probably hitting a nerve because it made them go to the bathroom every hour and shot severe pain into the back area. They had an appointment to get the ins removed for(B)(6) 2017. They tried turning it off and the doctors told them to keep a log on different levels for nine weeks. It hurt bad whenever it was turned on both level 2 and level 3. When the ins was on, they didn't sleep at night because they were waking up to use the bathroom. It was unknown for sure what was going on, but they just knew it was hurting. They thought one of the leads might have moved.